Event description:
Patient reported that 5 months ago started to feel severe pain in the breasts, reported that both breasts are stiff, hard, the right breast more than the left breast, reported that feels dryness in the mouth, skin and joint pain, patient mentioned the recall. Healthcare professional reported capsular contracture baker grade unknown. This is for the left side. The device still remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional additionally reported the events of left side capsular contracture baker grade iii and hair loss, excessive sweating on the back, mental confusion and sleep disturbance which are not device related. The device has been explanted. Treatment: capsulectomy.